Event description:
Cpi rec'd info that this possis lead was removed from service due to inappropriate shocks and fracture. Paperwork states inappropriate shocks times 4. Leads were capped and abandoned in pt. Two possis leads and two large patch leads were removed from service. Leads were replaced with a new endotak lead.